Event description:
A power source alert 07 was reported with the customer's device, but there was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by using different wall adapters and charging cables, the pump did not begin charging, and the problem persisted. The customer used multiple daily injections as a backup therapy to ensure continued insulin delivery, and the technical support team decided to replace the pump.